Event description:
An endurant ii stent graft system was implanted for the treatment of an 5.5x5.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck is 16-21mm neck diameter, length, mod-severe angulation. It was reported that on the final angiogram it revealed a proximal type I endoleak which appeared on the left lateral aspect on the stent graft. An aortic cuff 23x23x49 was placed through the implanted bifurcated graft system to the level of the most inferior right renal artery. The cuff was deployed, delivery system removed without concern. The physician ballooned the cuffed segment of the aorta with a reliant balloon two times. Final repeat angiogram after cuff demonstrated a resolution to the type I endoleak. The physician stated that the endoleak resolved. The physician stated, the cause of the endoleak was that the main body device landed too low on the angulated proximal neck. No additional clinical sequelae were reported and the patient is now fine. A review of the pre-implant sizing worksheet and a single pre-implant still 3d CT image revealed that the proximal neck diameter was 16mm just below the renals, and 15mm below the renals was 21mm at the top of the aneurysm. The neck was moderately to severely angulated; approximately 60deg. The neck and iliac arteries also showed significant calcification. Images during and post implant were not provided. The cause of the reported proximal type I endoleak is unknown. However, it is likely that implanting lower then desired within the small diameter (off label), angulated and calcified proximal neck may have contributed to this event.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (6 mm aortic neck).